Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient had procedure on (B)(6) 2015. On (B)(6) 2016 the patient presented with epithelial ingrowth on the right eye that required a flap lift to be done on. Patient's vision post operatively is 20/20 uncorrected.